Manufacturer narrative:
Mandatory medwatch form was received.

Event description:
It was reported that during ddd ICD generator change, compression of the leads on the caudal margin of right clavicle and indeed in passing stylets down the leads was found to be difficult to pass this area. The right atrial lead was also not performing normally and appeared to be involved with the same crushing process associated with the right ventricular lead. A stylet passed down each of the leads and active fixation device was withdrawn. Constant gentle traction on the leads failed to dislodge them and accordingly, laser technology was mobilized. Each of the lead were capped, laser locking stylets passed down their course with some difficulty as noted above. Both leads were removed without difficulty or complication. The patient tolerated the procedure well and there were no complications.